Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having difficulty maintaining ins charging for the past 2 weeks. The charger kept having difficulty finding the ins and would turn off and the power light would flash orange. In order to maintain ins charging the patient cannot use the belt and has to stand while holding the charger with their arm in an uncomfortable position. The patient also reported discomfort while they were recharging that felt like a little zapping sensation. The patient clarified that the sensation was felt mostly on the surface of the skin, but every once in a while it would feel like it was coming through the patient's stomach. They mentioned they have ms so they may be having an atypical nerve response. The zapping would stop once they established ins charging session and saw charging screen. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing as the recharger was on bare skin. The patient declined to position the charger through clothing during the call because they were in the middle of charging the ins successfully and were not feeling any discomfort once the charging session had started successfully. Crossing legs, sitting, and leaning forward appeared to resolve the difficulty with ins charging. The patient had mentioned that the ins felt like it had recessed deeper since implant. They also mentioned the ins location was slightly higher than typical to avoid implanting it under scar tissue. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included patient has ms. Patient also mentioned they are happy with therapeutic effect and has helped get them closer to some normalcy.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220. Lot#, serial#: (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They stated that the difficulty maintaining a charge was determined and it was caused by understanding the charger. They stated a belt was used.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having issues with charging the implant. The caller stated that they are having back strain and arm strain from having to hold the charger. They are also feeling pain down the leg (right) and don't know what that is about. The patient has an appointment on march 1st with the hcp and will request to have a rep there to look at the equipment and help them with the charging process. They wish they would have gone with a non rechargeable implant.